Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31473677l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool smarttouch sf catheter, and the patient experienced a cardiac tamponade that required surgical intervention. During the procedure (pulmonary vein isolation), it was confirmed that the patient¿s blood pressure decreased. Pericardial effusion was confirmed by echocardiography. The physician judged that cardiac tamponade had occurred. Thoracotomy was performed and the bleeding was stopped. Patient fully recovered and did not require extended hospitalizations. Ablation was performed prior to noting the cardiac tamponade, the adverse event occurred during the ablation phase. No evidence of steam pop. The physician's opinion on the cause of the adverse event was the procedure related. It was difficult to pass through the septal puncture site, and after several attempts to approach left atrium, pericardial effusion occurred. There is no relationship between the complications and the product. The procedural activated clotting time was maintained around 400 seconds. Two transseptal site punctures were performed.

Manufacturer narrative:
Additional information was received on 17-feb-2025 stating that the patient experienced a cardiac perforation. Therefore, updated h6. Health effect - clinical code from cardiac tamponade (e0605) to cardiac perforation (e0604). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).